Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards spain affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve 'embolized' due to a mix of loss of pacing capture and valve alignment difficulties with the valve on the commander delivery system balloon due to the patient anatomy (horizontal aorta). The valve got caught at the aortic root. A second 26mm sapien 3 ultra valve was used inside to secure it with great outcome good hemodynamics.

Manufacturer narrative:
Correction to h6 based on additional information. Imagery was provided and following observations were made: the valve was not aligned within the valve alignment markers. The valve moved toward aorta after deployment. The second valve was deployed lower within the first valve. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malpositioned thv was confirmed based on provided procedural imagery. As reported, it was a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During procedure, the valve 'embolized' caused by a mix of loss of capture of pacemaker and bad alignment of valve over the commander delivery system balloon. The valve was not properly aligned for unknown reasons, probably due to patient anatomy difficulty (horizontal aorta). The valve got caught at the aortic root level and another 26mm sapien 3 ultra valve was used inside to secure it. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. In this case, the valve was not aligned with the valve alignment markers, which could lead to uneven balloon inflation (the distal balloon expanded first for this case) and pushed the valve toward aorta. In additional, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per training manual, 'loss of capture during rapid pacing can cause sudden movement during deployment' leading to thv embolized to the aorta. As such available information suggests that procedural factors (improper valve alignment, loss of pacing capture) may have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.